Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered on needle with a bd needle m/p bns 18ga 2-1/2 in w/o wings. This occurred on 3 occasions prior to use. The following information was provided by the initial reporter: it was reported that three needles were found to be contaminated with loose particles and stained.

Manufacturer narrative:
H.6 investigation summary: five actual samples and photos were received by our quality team for evaluation. Upon visual inspection, the samples were observed to have a black stain at the shield cover; therefore, the incident can be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, all process and final inspections for this lot were performed with acceptable results. In addition, no process issues that may have contributed to the reported issue were reported during this run. Process and materials were assessed and found adequate; therefore, a root cause could not be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was discovered on needle with a bd needle m/p bns 18ga 2-1/2in w/o wings. This occurred on 3 occasions prior to use. The following information was provided by the initial reporter: it was reported that three needles were found to be contaminated with loose particles and stained.